Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of leadless implantable pulse generator (ipg), when the leadless ipg was placed, the physician removed the delivery system before flushing the tether resulting dislodgement. The device was attempted to be placed again by adjusting the catheter. The data was poor and multiple placement attempts were made. The deployment button on the delivery system could not be operated properly after the fifth attempt. Multiple placement attempts result in the bending of the delivery system as well. Both the leadless ipg and delivery system were attempted, not used, and implant procedure was discontinued. No patient complications have been reported as a result of this event.